Event description:
It was reported a patient presented to the hospital and their right ventricular (rv) lead had r-wave amplitude variation and poor sensing. Upon further investigation, the rv lead had no capture, dislodgement, and lack of lead slack. The dislodgment was confirmed via fluoroscopy. Upon revision on (B)(6) 2025, the rv lead helix would not come back out so the lead was explanted and replaced. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amp variation, failure to capture, lead slack issue, and helix mechanism issue. The reported event of helix mechanism issue was confirmed. The reported events of r-wave amp variation and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Final analysis found that the helix mechanism issue resulted from blood/tissue in the helix region and over-torque of the inner coil at the connector, consistent with procedural damage.